Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly and prime/fill anomaly. Customer's blood glucose at time of incident was 140 mg/dl. Customer stated that while change set they find the pump is locked and they cannot get past the rewind step. Customer was advised to remove the battery for 10 minutes and would get battery out limit alarm. The customer was advised to reset time/date. Customer stated that she will back.